Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures.

Event description:
It was reported that the procedure performed was to treat a moderately calcified, moderately tortuous left circumflex coronary artery. A 2.75 x 23 mm xience prime stent was implanted; however a dissection was noted. A new 2.75 x 23mm xience prime stent was used to treat the dissection. There were no reported adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.